Manufacturer narrative:
This record is a consolidation of records summarized as a part of the FDA voluntary malfunction summary reporting program. Reported events: 14 events were reported for this quarter. Product return status: 14 devices were evaluated in the field. Event confirmation status: 14 reported events were confirmed. Evaluation results: 14 devices were found to be affected by missing paint chips. Additional information: 14 devices were not labeled for single-use. 14 devices were not reprocessed or reused.

Event description:
This report summarizes <noe> 14 </noe> malfunction events in which the device had paint chips missing. 14 events had no patient involvement; no patient impact.

Event description:
This report summarizes <noe> 15 </noe> malfunction events in which the device had paint chips missing. 15 events had no patient involvement; no patient impact.

Manufacturer narrative:
This record is a consolidation of records summarized as a part of the FDA voluntary malfunction summary reporting program. Supplemental rationale corrected data: b5, h10 14 events were originally reported for this failure mode during the reporting quarter. - 1 event was inadvertently excluded. - 15 reported events are included in this follow-up record. Product return status 6 devices were received. 9 devices were evaluated in the field. Event confirmation status 15 reported events were confirmed. Evaluation results 15 devices were found to be affected by missing paint chips.